Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Clinical details state that after impella insertion, there were impella in aorta alarms despite the pump being correctly positioned based on echo. It was thought to be due to left ventricle (lv) activity. Patient had also just been cannulated for venous-arterial extra corporeal membrane oxygenation (va ECMO) prior to 5.5 insertion. Data log review showed the majority of impella in aorta alarms within 15 minutes of pump start-up. There were no abnormalities seen with the optical 5s parameters, and the impella in aorta alarms were triggering correctly based on the algorithms requirements. However, the stable motor current suggests that the pump did not move out of correct position. The motor current had very low pulsatility likely due to the lv inactivity per clinical details with the patient just being cannulated on va ECMO too. The variation in placement signal in combination with low motor current pulsatility likely contributed to the alternating impella position unknown and impella in aorta alarms. No product was returned. The root cause of the optical signal issue was most likely patient condition since the patient had lv inactivity and had just been cannulated for va ECMO, the pump was in the correct position based on echocardiography, and data log review does not suggest true positioning issues. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant had placed an impella cp for the patient found down/syncopal and coding. After 25 hours, the team escalated to an impella 5.5 pump and extra corporeal membrane oxygenation. The 5.5 was supporting when the team observed signal alarms for pump position, but the pump was in position. The placement signal issue did not prompt explant or intervention. After 36 hours on the 5.5 the patient expired when care was withdrawn.